Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the compact monitor was not recognizing axiem box. The issue was resolved when the monitor and axiem were powered down. The axiem was then disconnected from the monitor and both systems were powered back on and plugged the axiem back into the monitor. There was no patient present at the time of the event.